Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the anvil disengaged during reloading. The surgeon applied another device without pt injury.